Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report from the USA of peritonitis coincident with dianeal pd4 ultrabag therapy for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was unknown. On (B)(6) 2011, the patient was hospitalized for peritonitis. Treatment information was not reported. At the time of this report, the patient was recovering. Dianeal therapy was ongoing. Concomitant medications were not reported. An opinion of causality was not provided.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers: gd887034 and gd885301 with no defects noted during the manufacture of these lots related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.